Event description:
It was reported that a user of the ilet experienced recurrent post-meal hypoglycemia reported at 27 mg/dl after reducing dinner carbohydrate intake from approximately 150 grams to 75 grams while continuing to make a usual meal announcement; the user also reported frequent daily pauses that could have led to maladaptation and asked whether a factory reset was needed reporting a transient postprandial hyperglycemia around 200 mg/dl. Customer agent provided support that included troubleshooting and education and a transfer for clinical guidance regarding diet change and potential maladaptation. Investigation of this case revealed that the cause was unclear, with potential contribution from behavioral factors such as frequent pauses and a change in carbohydrate intake, while device performance issues were not identified. Symptoms included shaking, sweating, lip numbness, and confusion, associated with hypoglycemia. No symptoms reported for hyperglycemia. Outcomes included urgent and rapidly falling low glucose events that required treatment with oral glucose and juice without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.